Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The representative reported two leads were implanted post use before date (ubd). There were no patient symptoms reported. The indication for use was non-malignant pain. If additional information is received, a follow-up report will be sent.